Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24443. It was reported the pt is complaining his scs system stimulation shuts off. The pt stated if he presses on his scs extension the stimulation turns back on. An sjm rep met with the pt and performed a system diagnostics. The rep reprogrammed the pt's system but effective stimulation therapy could not obtained. X-rays have been ordered. Surgical intervention to address the issue may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.